Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this patient experienced a syncopal episode during a ventricular arrhythmia. Technical services observed atrial undersensing and low atrial intrinsic amplitude during the time of the syncope. The patient was admitted to the hospital. Technical services discussed with the health care professional to have the patient follow up with their device physician. The device remains in service. No additional adverse patient effects were reported.